Event description:
Endophthalmitis [eye infection nos]. Case description: sponatneous device report/argus n degree 2002095406in, loc. Ref. N degree iol-02-0228a-s-in. A physician reported that, in 2002, a pt underwent cataract surgery of left eye and ceeon edge 911a lens was implanted. The immediate post-operative period was uneventful. Two weeks later, the pt developed endophthalmitis. The event appeared with corneal edema, aqueous flare, vision 6/18, and fundal glow not normal. The condition worsened. The treating ophthalmologist considered explantation of lenses but the pt recovered with sequela after treatment with cefadroxil, betamethasone, atropine and fluconazole. At the time of the report, the pt was still suffering from slight vitritis. Case comment: endophthalmitis is listed in the cds for cee on lens.